Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection. The infection was discovered via a transthoracic echocardiogram (tte). It was unknown if the infection was device or procedure related. The device system was explanted. The patient was stable.